Manufacturer narrative:
(B)(4). (B)(6). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that during an open reduction internal fixation (orif) pelvis surgical procedure it was observed that the oscillation function of the small battery drive device was not functioning. It was reported that there was no delay in the procedure as an unspecified spare device was available for use. It was reported that the procedure was successfully completed. There was patient involvement reported. There were no patient or user injuries reported. It was reported there was no medical intervention or prolonged hospitalization. The exact date of the event is unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition that the device would not oscillate was confirmed. An assessment was performed on the device which found an unknown liquid substance found on the internal components, the electronic control unit was damaged, and the oscillation function did not work. It was determined that this condition was due to immersion of the device. The assignable root cause was determined to be component damage due to improper cleaning and maintenance, which is user error/misuse/abuse. If additional information should become available, a supplemental medwatch report will be submitted accordingly.